Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma-late.

Event description:
Patient reported right side "capsular contracture" baker grade iii, swelling, and "itchiness." Healthcare professional reported "thick liquid collection" and "inflammation reaction." Device remains implanted.